Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16mm synergy drug eluting stent was advanced for treatment. However, the device failed to cross and was stuck in the lesion. Upon removal, it was noted that the distal part of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6) d4 - lot number: updated from unknown to 0024772711. Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal and middle stent damage with stent strut lifted and pulled distally over the tip. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16mm synergy drug eluting stent was advanced for treatment. However, the device failed to cross and was stuck in the lesion. Upon removal, it was noted that the distal part of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. E1 - initial reporter city: (B)(6). D4 - lot number: updated from unknown to 0024772711.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16mm synergy drug eluting stent was advanced for treatment. However, the device failed to cross and was stuck in the lesion. Upon removal, it was noted that the distal part of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.